Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during dental surgery and intramaxillary fixation, three (3) intramaxillary fixation screws broke. The patient had a mandible fracture. The screws were removed. There was a surgical delay of twenty (20) minutes. Procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown precut cerclage wires (part# unknown, lot# unknown, quantity: unknown). This is report 3 of 3 for (B)(4).